Event description:
A review of stored egms revealed noise. A possible inner conductor fracture or inner insulation break was discussed. The patient will be monitored. The lead remains implanted.

Event description:
New information noted that the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned measuring 47.5cm from the electrode tip. Analysis found abrasions noted at 7.5cm to 8cm from the electrode tip. One of the rv cables was breached, causing the reported noi se. Insulation abrasions were also noted at 11.8cm to 14cm and 31.5cm to 32.5cm from electrode tip.